Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual inspection of the interior of the hand piece found the motor mounts had melted and warped, confirming the device had been running inside the sealed package. The event is confirmed. Devices are used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pulsavac was turned on inside the package, vibrating and very hot and they were not able to use it. Upon inspection it was found that the interior of the hand piece found the motor mounts had melted and warped. No adverse events were reported as a result of this malfunction.